Manufacturer narrative:
The reported event was confirmed. A complete lead was returned in one piece. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. Stylet insertion test found obstruction/restriction in the connector region due to the over torqued inner coil in the connector region. The cause of the reported event was isolated to the over torqued inner coil in the connector region. The damage found was sustained during procedure. The lead was otherwise normal. Additional information: d10.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a procedure for an implant. It was noted during the procedure that a stylet would not advance through the lead after an attempt at repositioning the lead in the heart. Different stylets were used but could not advance. The lead was exchanged and replaced. The patient was stable.